Event description:
It was report that occlusion alarms occurred. The customer went to the emergency room and was subsequently hospitalized in the intensive care unit (ICU) with a blood glucose level in the 500's mg/dl with moderate ketones that were identified as dangerous by a healthcare provided. The customer attempted to self-treat with a manual dose injection but was treated intravenously with fluids of saline and insulin in the ICU. The customer was released on (B)(6) 2024 with no permanent damage. The customer reverted to manual dose injection for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.